Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported during a recent lead revision ( reference MFR. Report#1672487-2017-05326) the clinician's programmer was unable to communicate with the ipg. Reportedly, troubleshooting was unable to provide resolution. As a result, the original ipg was explanted and replaced with a new model which resolved the issue.